Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system log files and system history. Upon investigation the customer service engineer identified a problem with the inside temperature of the system cabinet as well as the real time controller (rtc). The cse then checked the room temperature and the system fans inside the cabinet. The room temperature was within the acceptable range and the fans were operating properly. To cool down the internal temperature, the cse opened the door of the system cabinet and the rtc. After the temperatures dropped, the system operated as intended. No parts were exchanged to bring the system back into operation. According to the technical expert, the most likely cause is that something has blocked the airflow of the entire cabinet or that components inside the cabinet are sensitive to higher temperatures due to aging. An extensive investigation could not be performed because no affected part was exchanged. A general systematic error has not been identified and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of this event. The cause for the issue has not been determined yet. A supplemental report will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfa system. During an interventional procedure, the user reported that the system displayed a message "no connection". The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. The reported incident occurred in (B)(6).